Event description:
Event description boston scientific received information that during a follow up visit, this pacemaker was unable to be interrogated. The last interrogation was over a year and a half ago. No pacing was observed on the surface electrocardiogram. During the device replacement procedure, the ventricular lead uncoiled when removed from the header of the device. The lead was surgically abandoned. The device and ventricular lead were removed, replaced, and returned for analysis.